Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, malfunction in the keypad, which was confirmed and reproduced while trying to program an infusion. During evaluation, the keypad was found to have a duplicated output of any key that was pressed. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump had a malfunction in the keypad, which was clarified during baxter's evaluation as a repeated/duplicate keypad output. It was also reported there was no patient involvement.